Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 580 mg/dl at the time incident and blood glucose level was 110 mg/dl. The customer was treated with 45 units self injection. The insulin pump will not be returned for analysis.